Event description:
Boston scientific was notified that lead safety switch was triggered in this device. The rv lead impedance measurements are within normal limits. Isometrics were performed as well as pocket manipulation in bipolar and unipolar with no noise or impedance changes noted. A lead issue is suspected and therefore, a chest x-ray will be performed to assess the lead and the pt will continue to be followed closely. It was revealed that the lead had micro-dislodged which was producing intermittent capture issues. Increasing the device output did not completely resolve the clinical observation due to the pt's heart block. Therefore, a revision procedure was performed and the lead was repositioned without further incident. No adverse pt effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.